Event description:
On (B)(6) 2010 pt reported seeing an air bubble in the insulin cartridge. Pt stated the air bubble has appeared over a period of time. Pt reported there is one large air bubble which is at the top of the insulin cartridge near the infusion adapter. Assisted pt with priming the air bubble out of the cartridge; was successful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.